Manufacturer narrative:
Follow-up #1: date of submission: 11/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2016 with the following findings:black box shows multiple por events, the battery compartment is cracked from threads down to the case seal on the side, returned battery cap is undamaged and able to fit-moisture corrosion is observed in the battery canister and on the battery cap, leak test failed due a battery compartment leak. ¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation. The pump¿s cover was removed; no further moisture ingress or any intermittent condition was found to the power printed circuit board.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.